Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive, ps1 and ps2 power supplies, gpos, and rtos were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system right monitor and keyboard locked up outside a case. No pt injury was reported.